Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that the equipment alarm did not sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer replaced the monitor and contacted the equipment maintenance center of the hospital. The repair engineer confirmed that the device loudspeaker was faulty. The loudspeaker was replaced to resolve the issue. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.